Event description:
Litigation papers allege since surgery, patient has suffered symptoms including but not limited to inflammation, groin pain, hip pain, elevated level of metal ions in his blood, muscle damage, and problems sitting and standing. (B)(6) 2012 - part/lot information was identified. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.